Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The patient reported that they were informed by their clinic that the battery was low on the device. The patient stated that the device had only lasted three years. Follow up was conducted with the patient¿s clinic and it was confirmed that the device was at elective replacement indicator (eri) but normal battery depletion could not be confirmed. The follow up also indicated that the device would not be replaced per the patient¿s request. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2010. (B)(4).